Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon occurred because the connection of the cable was wrong. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the liquid-crystal display (lcd) monitor had no image. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a no image issue. In troubleshooting, customer confirmed the video cable was connected from the sdi (serial digital interface) input port to the high-definition lcd monitor. Tac advised the video cable should be connected to the sdi output port, and whatever sdi input port on the lcd monitor the video cable is connected to should be on the same port. The connection was secured and issue was then resolved through troubleshooting and device return is not expected. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.